Event description:
Information was received that while a smiths medical tracheostomy was in use, the suction line connector had broken. A tracheostomy tube change out was required as a result.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found the connector of the suction line to be broken. The bonding operation of the suction connector and the tube was audited during thirty-two (32) units, in order to verify that the operation was properly performed; the bonding operation of the suction connector and the tube was performed according to the test method stated in the manufacturing procedure; no discrepancies were detected during the thirty-two (32) units tested. The reported complaint has been confirmed, but the problem source has not been confirmed.